Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failure was detected. The device was determined to be operating within the required specifications without malfunction. Additionally, data was received by the patient. A review of the downloaded data log confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.